Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarms. Missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the motor stopped working. Device alarmed multiple motor error alarms during rewind. Customer's blood glucose was 515 mg/dl. Device was able to rewind. Found multiple motor error alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.